Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Visual examination of the connector noted no anomalies. Tool marks were noted on the device can/shield.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) reached premature battery depletion. It was noted that the left ventricular (lv) lead thresholds were high due to patient physiology. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.